Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the staples came out of the stapler, however the staples would not form. They would crimp up and become jammed. The surgeon requested another stapler and completed the case with the new stapler. There was no consequence to pt.